Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked at the front left bottom corner and by the tube holders, the plunger case was cracked, and the bottom case was missing feet. A review of the event history log identified check syringe plunger sensor in the history. Functional testing was performed the check syringe plunger sensor duplicated during the power up process. The root cause was due to incorrect assembly by the customer. Re-assembled timing plate, replaced force sensor and recalibrated. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited plunger failure and display failure. No patient injury was reported.